Event description:
A report was received that the patient was experiencing difficulty charging his ipg. X-rays confirmed the ipg had flipped in the pocket. The physician will perform a pocket revision.

Manufacturer narrative:
Additional information was received that during revision the physician rotated the ipg back to the correct position. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. X-rays confirmed the ipg had flipped in the pocket. The physician will perform a pocket revision.